Event description:
The pt reported that her catheter was found to be leaking due to a micro tear. No pt symptoms were reported. The catheter was revised in 2007. The pump was used to deliver baclofen. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.